Event description:
Nurse accessed the child's implanted venous access port with huber needle in preparation for administering chemotherapy. When she tried to flush the port, the needle leaked normal saline at the point where the needle joins the plastic of the butterfly part. Needle was removed and the patient was given a new huber needle. Needle is available for pick up by the manufacturer's representative.